Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-aug-2019. The most recent information was received on 04-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('menstrual-type abdominal pain, but after the menses') and genital haemorrhage ('internal bleeding') in a 36-year-old female patient who had essure (batch no. C61990 / c68119) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "looping appearance of the right essure device which does not seem fragmented". In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("sudden inflammatory pain 4 months after implantation (foot, knee)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), musculoskeletal pain ("musculoskeletal pain") and amnesia ("immediate memory loss"). On an unknown date, the patient experienced adenomyosis ("diffuse adenomyosis"). The patient was treated with surgery (implant removal with total vaginal hysterectomy planned for (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, headache, adenomyosis, arthralgia, musculoskeletal pain and amnesia had not resolved. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, genital haemorrhage, headache, musculoskeletal pain and pelvic pain with essure. Batch no: c61990 -( production date-2014-05-30;expiration date - 2017-05-31). Batch no : c68119 -(production date-2014-06-18;expiration date -2017-06-30). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: r1916231) on 29-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('menstrual-type abdominal pain, but after the menses') and genital haemorrhage ('internal bleeding') in a (B)(6) female patient who had essure (batch no. C61990 / c68119) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "looping appearance of the right essure device which does not seem fragmented". In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("sudden inflammatory pain 4 months after implantation (foot, knee)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), musculoskeletal pain ("musculoskeletal pain") and amnesia ("immediate memory loss"). On an unknown date, the patient experienced adenomyosis ("diffuse adenomyosis"). The patient was treated with surgery (implant removal with total vaginal hysterectomy planned for (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, headache, adenomyosis, arthralgia, musculoskeletal pain and amnesia had not resolved. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, genital haemorrhage, headache, musculoskeletal pain and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.